Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, when passing the 2nd anchor on the right side, the anchor string got detached from the sling leaving the anchor inside the patient on the right side. The rest of the sling was retrieved. The procedure was delayed 45 minutes.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. One altis sling was received for evaluation. Examination of the returned component revealed the dynamic suture to be detached at the mesh/suture joint. The dynamic and anchor and tensioner were detached and not received with the device. The static anchor was bent, indicating the static anchor was most likely implanted. The detached dynamic suture appears to be curled, indicating it most likely delaminated from the sling. No blood was noted on the sling. The information received stated the dynamic suture was detached when placing the sling and the anchor remains in the patient. Quality confirms the dynamic suture separated from the sling. However, the information does not indicate how the suture detached when placing. Quality is unable to confirm how this separation occurred. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.